Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (component codes, investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit and confirmed the issue. Fse replaced the k6/k7/k8 valves (drive manifold) to resolve the issue. After repair, a periodic inspection was performed. The device is functional.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cs100 intra-aortic balloon pump (iabp) unit on the side of changing the valves, the k5/k7 valves needed to be replaced. There was no harm reported.

Event description:
It was reported that during inspection, the cs100 intra-aortic balloon pump (iabp) unit on the side of changing the valves, the k5/k7 valves needed to be replaced. The patient did not participate in the incident.

Manufacturer narrative:
Updated fields: e1 (event site postal code - 04-628), h6 (type of investigation, investigation findings and investigation conclusions). It was reported that the cs100 intra-aortic balloon pump (iabp) unit is on the side of changing the valves during periodic inspection. The getinge field service engineer (fse) stated that it turned out that the k5/k7 valves needed to be replaced. No further information available. If any pertinent information, a supplemental report will be submitted. H3 other text : customer yet to approve the offer.